Event description:
The physician reported that the pt received good control during the daytime, but not at night and attributed the event to the lead. X-rays were taken, but the results were not reported. The lead was removed and a new lead implanted. The physician was working with the pt and reprogramming the device to decrease the nocturia. The pt agreed that a 50% improvement in symptoms had been obtained. Pt outcome was reported as non-serious injury.

Manufacturer narrative:
(B) (4).